Event description:
Download data from an (B)(6) female pt revealed several "gel released" and "belt unusable" flags. Zoll customer support contacted the pt and issued her a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel release, belt unusable flags) was confirmed. Upon investigation the electrode belt trunk cable was heavily kinked, causing intermittent electrode belt communication. The root cause of the kinked cable could not be positively identified but was likely rough handling during pt use. No adverse event resulted from the kinked trunk cable. The pt received a replacement electrode belt.